Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. Device not received for evaluation at this time.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. (B)(4): the device was not returned for analysis.